Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. The receiver was charged and rebooted. A manual test was performed and speaker sounded. A functional test was performed and it passed. Performed receiver dropped tests for audio intermittent and it passed. The receiver case was opened for an internal visual inspection and it passed. The receiver log was downloaded and evaluated with no related errors observed. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.